Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer is stating that the left motor is failing to move almost completely causing the chair to turn in circles.